Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: when applying the product the needle comes out and the liquid spills/leaks.

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 304000 lot 180319 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: when applying the product the needle comes out and the liquid spills/leaks.